Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for an in clinic follow up. The atrial lead exhibited noise with multiple inappropriate and auto mode switch episodes. The physician elected to reprogram the device and continue to monitor the patient.